Event description:
The event was reported by a call placed to the hot line, which described the following: a pt was sent to the surgical intensive care unit from the cath lab on the evening of 2008. When the pt arrived, there was blood in the helium driveline. The blood extended into the pump and into the condensation bottle. The registered nurse stated that they changed the intra-aortic balloon (iab) catheter, the iab was discarded. The pt suffered no apparent complication from the event. Reference medwatch 1219856-2008-00043 for event involving same pt.

Manufacturer narrative:
Sample will not be returned for eval.